Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2022 with a dislodged right ventricular lead after they had been initially discharged from the implant surgery. The patient said they felt light chest pain. Upon examination, the patient suffered slight pericardial effusion which did not require treatment or intervention. The lead was repositioned on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information received notes that the pericardial effusion treated on (B)(6) 2022, was caused by the ventricular perforation.

Event description:
New information notes that the patient also experienced hematoma on top of their slight ventricular puncture. The condition was also treated with the repositioning on (B)(6) 2022.